Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in the development of peritonitis. The breach in aseptic technique was further specified as touch contamination. The patient was not hospitalized for the event. The patient was treated with vancomycin (2 grams, frequency and route not reported) for the peritonitis. At the time of this report, the patient¿s fluid was clear and the patient was reported to be recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time.